Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was cracked and leaked. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.